Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was observed on a recent episode post a lead safety switch notification. All implanted leads are confirmed non boston scientific products. Technical services (ts) stated the fault could have resulted from a loose connection with the device header or a fractured lead. Ts recommended to bring patient in office for further troubleshooting; however, the physician elected to only monitor at this time. No system changes to date and no adverse effects reported.